Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis pediatric patient experienced a breach in aseptic technique which resulted in peritonitis while performing automated peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination. The event was manifested by vomiting. On the same day as the event onset, the patient was hospitalized for peritonitis and another unrelated medical condition. The patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, routes, frequencies, and durations not reported) and oral diflucan for thirteen days (dose, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient is recovering. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.